Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. A snorkel procedure was done prior to implant. The patient had a short and severely angulated proximal neck. The infrarenal neck was angulated approximately 90 degrees. The approximate aortic neck diameter just below the lowest left renal was 22mm, and 1cm superiorly near the right renal artery the neck diameter was 18mm. It was reported the final angiogram observed a proximal type I endoleak. The physician post dilated with a balloon and the endoleak reduced but still persisted. Per the physician, the cause of the proximal type I endoleak was most likely due to the patient's anatomy of a severely angulated aortic neck. The physician will monitor the patient and will take further treatment if needed. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned angio images during implant revealed that the patient had a short and severely angulated proximal neck. The infrarenal neck was angulated approximately 90 deg l-r. The approximate aortic neck diameter just below the lowest left renal was 22mm, and 1cm superiorly near the right renal artery the neck diameter was 18mm. The max diameter aaa measured 5cm, and the distal aortic diameter was 19mm. A stent was seen placed into the left renal artery, and was positioned with the free end of the stent (approx. 6cm length) inside the mid-aaa sac. From the right side, the bifurcate was positioned within the angulated neck to just below the level of the upper right renal artery, covering the stented left renal. After deploying the first 2 covered stents, the suprarenal stents were released, and the stent graft was deployed down to the level of the contra gate. Final position of the bifurcate revealed approximately 1cm of proximal seal length within the angulated neck. The ipsi limb was then completely deployed, followed by an iliac limb extension into the right common iliac artery. With the contra limb still not implanted, angio injection shows a likely proximal type I endoleak, and there was limited perfusion into the stented left renal artery. Ballooning was performed within the aortic body/neck. The diameter across the "necked" area of the balloon was approximately 20mm. Completion angio was not seen in the films; any endoleak following implant could not be assessed.